Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, during device evaluation, residual liquid or foreign material come out of suction cylinder. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was not established. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had orange residue inside the scope. The event had occurred during inspection for use. There were no reports of patient involvement.